Event description:
A home pt contacted baxter's tech svc ctr for assistance during their automated peritoneal dialysis therapy regarding incomplete primes of the pt line of the homechoice set. Per initial report, the home pt experienced two incidents of air being left in the pt line of the homechoice set after prime. Per home pt, the first incident of incomplete prime consisted of an approx 2 inch air gap, the second air gap was approx 10 inches in size. Per initial report, the home pt went to the hosp "on previous occasions". Attempts at contacting the customer for add'l info have been unsuccessful.

Event description:
In 2005, a home pt's nurse contacted the baxter customer service center reporting pain on infusion. The nurse stated that there was air in the patient line after priming 2 times, but did not reprime the line. The technical service representative told the nurse about the reprime feature and told the nurse to call if there was air in the line so a reprime could be done prior to connecting. The nurse stated that there was a 2 inch gap of air when the home pt connected the previous night, and a ten inch gap of air a night before that. The nurse stated that the home patient has bone to the hosp on two previous occasions. Several attempts have been made to contact the home patient's nurse, wtih no response.